Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Patient's mother did not know fs/cgm values. Stated cgm was reading 40-50 pts off. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.